Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made mistake/touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis event. On an unknown date during hospitalization the patient was treated with intraperitoneal (ip) vancomycin 1500 mg (frequency and duration not reported) and ip fortaz 1500 mg (frequency and duration not reported). The patient was discharged six days after admission. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.